Event description:
It was reported that during a laparoscopic low anterior resection (lar), while on activation of the manual stapler, the surgeon noticed a crack at the end of the firing sequence. The instrument was difficult to fire, and made a strange noise. The broken part did not disengage. The device was replaced with a new manual handle. No patient complications have been reported as a result of this event. Pli 10: medtronic's initial evaluation of the incident device found sheared teeth were visible on the firing rack.

Manufacturer narrative:
D10 concomitant product: unknown egia su, unknown endo gia sulu, (lot number: unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, an access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack. It was reported that while on activation of the manual stapler, the surgeon noticed a crack at the end of the firing sequence, the instrument was difficult to fire and made a strange noise. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when firing over tissue that is beyond the recommended thickness range, when firing with an obstacle incorporated in the jaws, or when attempting to fire a reload that is in interlock. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.